Manufacturer narrative:
According to the facility on 05/23/2025 they were "preparing for injection to patient's central line" the saline flush was missing the saline fluid. Per the facility there was no injury or medical intervention as it was "caught prior to injecting". No additional information is available at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility on 05/23/2025 they were "preparing for injection to patient's central line" the saline flush was missing the saline fluid.